Manufacturer narrative:
Device manufacture date corrected to 11/13/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with stage 2 diffuse lamellar keratitis (dlk) in the right eye (od) post treatment. The topical steroid dosage was increased, a flap lift and rinse was performed and medrol dose pack, an oral steroid was prescribed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of foggy vision in the od. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.75 x -1.00 x 96; left eye pre-op 20/20 -1.75 x -.75 x 72. Bcva from (B)(6) 2018: post-op bcva 20/25 right eye 20/20 left eye.